Event description:
It was initially reported that the preloaded intraocular lens (iol) was cracked. The lens had to be explanted. Through follow-up, it was learned that the iol was fully inserted into the left eye and then removed and replaced in the same procedure. The procedure was completed successfully. Another johnson & johnson iol was implanted as replacement (different model, za9003, same diopter). The patient had a capsule tear and a vitrectomy was performed. The patient outcome was reported to be unknown, awaiting pars plana vitrectomy (ppv), endolaser (el), and gas bubble surgery results; however, the account only confirmed having done a vitrectomy. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.